Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 13-1064-1229. There was no patient involvement.

Event description:
It was reported that the device displayed an error code 13-1064-1229. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Is combination product? Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c10, annex d: d18. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated issue of error code 13-1064-1229 was confirmed. Received on 27-jun-2025, 2 lvp devices were received unboxed and with paperwork. Units go into error code 13-1064-1229 upon powering on. Error was caused by corrupt software parameters in them. Re-flashing the units resolved the stated failure. Devices to be returned to san diego repair center for service supervisor determination if units will be sent through normal processing or scrapped. Field check-in workmanship, noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.